Event description:
It was reported that the customer had keypad issues with their insulin pump. Customer's blood glucose level was reported at 146 mg/dl. Product is being replaced. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The display ramping on it's own was not noted. No traces of moisture were noted on electronic or motor assemblies per visual inspection. The insulin pump was received with cracked liquid crystal display window, window corners, battery tube threads and minor scratches..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.